Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation for the console (aic) inaudible alarms has been completed. The data logs did not contain any information relevant to this failure mode. The aic was returned for evaluation and upon functional testing, the failure was reproducible upon boot up in the lab, which confirmed that alarms were not audible. Inspection of internal console circuitry revealed a disconnected speaker ribbon cable. Therefore, the root cause for the inaudible alarms was a disconnected speaker ribbon cable. Added- b5 mso review, d9 device return date d4-corrected model number f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) alarms were not audible. The aic was replaced. There was no patient harm.